Event description:
It was reported that the 9900 system had to fluoro at set up prior to a case. The 9900 system had to be removed and the procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib and snubber boards were replaced. The generator and filament were re-calibrated during the service call. The system was tested and found to be working as intended and put back into service.